Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump reportedly froze and became unresponsive when the user attempted to enter meal size, and a replacement device was arranged with return of the original unit. Symptoms included no reported adverse clinical effects or glycemic events. Outcomes included device replacement and continued cgm use via the dexcom app or receiver. Investigation included internal complaint review and coordination for device return and data synchronization guidance. Investigation of this device revealed a screen/interaction failure consistent with a malfunction of the user interface/display assembly, with no associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the display or touch interface.